Event description:
An endurant ii was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown, although it was reported that the aneurysm originated below the left subclavian artery and extended all the way through the abdominal aorta. The patient was symptomatic. The physician first did a bypass of the superior mesenteric artery, the celiac artery, and the renal arteries. The physician chose to perform an off-label procedure, first implanting a bifurcate and contralateral limb in the patient. They then built up the inside the abdominal graft with the thoracic graft all the way to the left subclavian artery. There was no endoleak at the end of the procedure, and the patient was doing well. It was reported that 11 months post-implant, during routine follow up, a type iii endoleak was discovered. An angiogram was performed, and it was seen that the most proximal portion of the contralateral stent graft had perforated the main body. This was resolved by placing a 16x82 limb extension in the ipsilateral limb, as well as a 16x82 limb extension in the contralateral limb covering the hole. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).